Manufacturer narrative:
The technician found the control arm for the CPR valve was out of adjustment. The technician adjusted the control arm to repair the bed.

Event description:
Info received indicates the CPR did not work.